Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed by functional testing. The pump would prompt "cassette not locked. Lock cassette before starting pump" but when the lock was moved to the correct position, the sensor did not recognize that the latch was locked. The cause was the latch lock sensor. The latch lock sensor was replaced to resolve the issue. The device passed all the functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device would prompt cassette not attached properly. The event occurred during testing. There was no delay of therapy. There was no patient involvement, and no harm/adverse event was reported.